Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: j030003. 2.5 hours of operation: 7768 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files from 2023-04-23 to 2023-04-24 were investigated. At 2023-04-23 11:11 am a monoject 50 ml EU syringe was inserted. At 11:13 the rate was set to 1 ml/h and the vtbi to 24 ml. In the same minute the infusion was started. At 19:49 pm the infusion was stopped by a "pressure alarm". The reason for that alarm could not be clarified. Up to that time the device has delivered a volume of 8,05 ml (act. Volume infused). The alarm was confirmed at 21:16 pm. Then the syringe was taken out. No other infusion was started. Furthermore, no anomalies could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. At the operating unit liquid residues could be detected. Furthermore, the device is in a clean state and no visible damaged parts are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A bbraun 50 ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. The drive made some rattling noises. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,82%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 individual inspection: the strain gauge pressure measurement and the motor power limitation were checked according to the requirements of the technical safety check. The device meets the required values and standards. All measured values are within our specification. The values are within the tolerance range but, they are very close to the limit. To rule out an error, the pressure was recalibrated, and the values checked again. The device meets the required values and standards. All measured values are within our specification. 3.5 disassembling: during the investigation no faults could be detected. To investigate the inside, the device was disassembled completely. No damage or soiling could be detected. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. The complaint malfunction could neither be reproduced nor detected in the history files. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: "overinfusion." According to the customer: "diffusion too fast - the infusion started on (B)(6) 2023 at noon and was due to end on (B)(6) 2023 at noon but the syringe was empty on (B)(6) 20/23 at 9pm. Alarm sounded. No bolus. Medication: midazolam no patient consequences".